Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received an alert for non-sustained lead noise due to t-wave oversensing via merlin.net. The patient is being monitored via merlin.net. Programming changes were scheduled. The patient is stable.